Event description:
On (B)(6) 2011, company representative reported that a bottle of act 5 diff fix was leaking upon arrival to the beckman coulter warehouse in (B)(6). No injuries were reported and no medical attention was sought. Because there is potential for chemical exposure upon recur it was decided that an MDR should be filed.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).